Event description:
Paramedics connected the device to a pt described as in full arrest. Pt diagnosis was not reported. An attempt was made to administer pacing therapy to the pt with the device. Reportedly, the pacer failed to start. The observation or observations upon which this allegation was based was not reported. No additional info concerning the event was reported. The pt was not resuscitated. The reporter indicated pt outcome was not affected by the reported discrepancy due to a lack of pt viability.